Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose reading of 285 mg/dl while using an inset infusion set (23-inch tubing, 6 mm teflon). Symptoms included hyperglycemia. Outcomes included no hospitalization and a return to target range later the same day. Investigation included review of available reports and user follow-up for troubleshooting and education. Investigation of this case revealed no device alarms, no reported device malfunction, and no confirmable device or component failure, with the event resolving without intervention beyond monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.